Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the angulation control knob being operated with excessive force or bending section subjected to sudden application of excessive force and while the device malfunction was confirmed, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: operation manual_ insertion_ angulation of the distal end. Caution: avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited detach angle wire and coil pipe detach. There were no reports of patient involvement.